Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a server connection error was encountered while attempting to remove medication from cabinet shd1-1, drawer 1.1, pocket c2. The system displayed a "not loaded ¿ server connection failed" message, and the medication appeared greyed out with a warning indicator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and checked for medications on pes. Medication 81043 was confirmed to be available in the station with a current load of 13. Requested customer to provide additional details regarding the issue. Customer informed that the issue has been resolved, and the nurse no longer experiences the error. Customer granted permission to close the case. The system functioned as intended when the technical support specialist investigated the device.